Event description:
Before placing the palmaz genesis opta pro into the patient, the stent prematurely deployed.

Manufacturer narrative:
The device has been received, but analysis has not begun. Additional information will be provided within 30 days of receipt.